Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, the battery compartment was found to be cracked. Additionally, the battery cap was found to have stripped threads. The cap was unable to secure onto the battery compartment; however, a test cap was used and was able to attach properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).